Manufacturer narrative:
Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection of set at loaners department on (B)(6) 2018, it was found out that the tip of the t-pal spacer applicator inner shaft was damaged. It was also reported that during investigation, it was observed that the tip of the shaft was broken. There was no patient involvement. This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part no.: 03.812.003, lot no.: 8708087: manufacturing location: haegendorf, release to warehouse date: 30.jan.2014: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Only top level of the device history record reviewed as sub-components are not lot tracked. A product investigation was conducted. Visual inspection: at customer quality (cq), the applicator inner shaft was received with a broken coupling knob at the end of the inner shaft, the broken fragment was not returned. The device was observed with wear and tear on the surface. Additionally, discoloration along the shaft as observed. No new malfunctions were identified. Based on the visual inspection, the received condition of the device agreed with the complaint description, thus the complaint is confirmed. Dimensional inspection: a dimensional analysis could not be performed as the device was received with post manufacturing damage. Document/specification review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A material DHR review could not be performed as only the top level of the device history record was reviewed, as the sub-components are not lot tracked. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): conclusion: while no definitive root cause could be determined, it is possible that the device encountered unintended forces during usage could contribute to the reported condition. Therefore, the reported complaint condition is confirmed. During the investigation, no product design issues or manufacturing discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.